Event description:
A (B)(6) male patient contacted zoll customer support to report that the battery charger/modem was not recognizing a battery pack when inserted. The patient was issued a replacement charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (will not charge battery pack) has been confirmed. As received, the charger/modem would not recognize when a battery pack was inserted. Upon evaluation, component u13 (8-bit cmos flash micro-controller) was corrupt and would not program. The cause for the inability to power on is the defective u13 component. The root cause of the defective u13 component could not be positively identified. No adverse event resulted from the defective u13 component. The patient received a replacement charger/modem.